Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had experienced pain in legs due to a traumatizing stimulation. It was noted that the stimulation came too strong when turned on and had a delayed response when shutting down. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint could not be verified as the ipg showed the typical explant damage. The device exhibited normal battery depletion rate of 9.52 mv per day without simulation. The patient's three concurrent programs required 78.8 mv of battery consumption. The device was investigated with known good test leads. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. The stimulator would shut off when it was commanded by the rc to turn off. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. However, the device characteristics had changed after the removal procedure: the battery depletion rate increased to 105 mv per day without stimulation, excessive sleep current of 0.7 ma, and high vh node impedance of 4.84 kilo ohms. These are the typical modes of the analog ic damage caused by high-voltage transient.

Event description:
A report was received that the patient had experienced pain in legs due to a traumatizing stimulation. It was noted that the stimulation came too strong when turned on and had a delayed response when shutting down. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.